Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0, h6: multiple fdd/annex a codes were reported. Both a23 and a1102 were coded for the low performance error. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. A software analysis was initiated. The logs were reviewed and there were two sessions on the incident date, showing multiple instances of ¿cleared user-facing low performance warning.¿ the analysis confirmed that the low-performance warnings occurred during the first session, specifically in the second navigation period following truverify, despite the user having successfully completed an earlier navigation period in the same session without any persistent performance issues. The behavior was consistent with a known software issue. Codes b01, c10, and d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a low performance error during a spine procedure. While troubleshooting this issue popped up for 1 second, disappeared, and did not recur. There was no surgical delay. There was no impact on patient outcome. It was reported that the issue was observed during the case when they were in spine navigation for t1-t2 fusion, the screen went black saying ¿low performance error¿. Both the manufacturer representative (rep) and the surgeon briefly saw it because it went back to normal screen after about 2 seconds. The issue only happened once. It was unknown what hardware or instrument was in use at the time but, their workflow was probe to align trajectory, then "udg", and then navigated tap and screw. During one of those instances, the error message popped up for a second before going back to the navigation screen.